Event description:
The following has been reported: when upgrading the syringe pump firmware from 2.2 to 4.1, the dilutions (e.g. Insulin: what was previously 5000 u/50ml is now 1 u/50ml) were changed in the medication library already stored for all medications with several dilutions. After the upgrade, the dose rate of 4 u/h (4ml/h) then corresponds to 200ml/h at 4u/h. All applications/medications can therefore no longer be used. Desired settings cannot be made. If the user starts the wrong values by mistake, this will result in an overdose/patient hazard due to a 50-fold higher delivery rate. An examination of the medical technology revealed that after an update of the operating system from version 2.2 to 4.1, the medication library installed in the syringe pump is changed so that some dosages of medication are no longer available. This was reproduced on this pump, while the initial issue occurred during use resulting in an overdose but with no patient harm; reported on 3004548776-2024-00149. Initial information from fresenius kabi vial (brezins, france): "(B)(6) in germany (customer who submitted complaint) was an early adopter of agilia connect in 2016. So they have started with centerium (replaced now by vss) and druglib (replaced now by vmm). They are in the process of upgrading their fleet to the last versions of pump and vss. The new pump manage dilution differently than the initial one. The dataset generated with druglib (what la charité has) is not compatible with the latest version of pump. When they upgraded the pump sw, they didn't remove the link with centerium. So once upgraded, the old dataset has been re-uploaded in the pump by centerium, creating this behavior.". Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.